Manufacturer narrative:
The actual device was not available; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Functional testing including pressure and clear passage test were performed and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a paclitaxel set leaked. It was further reported that the leak did not occur at the connection site; however, the leak was observed coming from the tubing itself. The issue was identified during an unspecified oncolytic patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.